Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, however the cracked lid was returned. The exact cause has been under evaluation/investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that there was a crack on the lid of the subject device. The field service engineer performed the on-site repair to exchange the lid to new one. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The cracked lid of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of checking the cracked lid of the subject device, it was confirmed that there was a crack at the side of the reprocessing basin on the lid. Omsc determined that the lid was cracked because the lid was strongly closed with the leak test air tube tucked between the lid and the reprocessing basin. If additional information becomes available, this report will be supplemented.